Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one (1) tri 2.0 sul 30 CT art vsclr me opened by the account that was used on the reported device. Visual inspection noted that the reload was fully fired. Functional evaluation noted that the reload fired and transected test media without issue. The reported condition was not replicated. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a whipple, they were going across a vessel and, when they went to fire, the device fired the full staple line but it never cut. All the staples went down but there was no cutting with the knife blade. To correct the condition, they used some scissors to cut it in between the staples and everything was fine. There was no patient injury.